Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as bruising, chaffing, oozing, and bleeding under one of the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was prescribed heumann panthenol ointment from a medical professional and adjusted the garment to the looser setting. The irritation improved with a use of a cream.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as bruising, chaffing, oozing, and bleeding under one of the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was prescribed heumann panthenol ointment from a medical professional and adjusted the garment to the looser setting. The irritation improved with a use of a cream. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.